Event description:
According to the info received, a customer reported that the tip was cut off of one of the catheters in the lot. The same issue was experienced with a catheter in a previous lot two months ago though that lot number is unk.

Manufacturer narrative:
The return of the device has been requested. It is unk if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Based on the info received, there was no serious injury. Should the device or add'l info be received, an addendum to this report will be filed.